Manufacturer narrative:
Phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported particulate matter was observed in three (3) vascular probe devices. The unspecified particulate matter was observed in the inner pouches. The events occurred prior to patient use; therefore, there was no patient involvement. No additional information is available.

Manufacturer narrative:
Three devices were received for evaluation. During visual examination, loose particulate matter (pm) was observed on the inside walls of the inner pouches in two of the devices and on the outside wall of the inner pouch in the third device. Microscopic inspection on all three devices was performed and the pm was determined to be a fiber. The size was less than 0.80mm². Per specification, foreign material must not be larger than 0.80 mm²; therefore, the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.